Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.please see also MFR report number 3004209178-2014-83894.

Manufacturer narrative:
Reliability analysis inspected one opened/used sof-sensor and performed continuity resistance test. The sensor failed per specifications. Also found the cannula bent. Unable to confirm that the customer received the sensor in said condition due to the product being returned opened/used.

Event description:
Customer reported that she was hospitalized due to low blood glucose. Customer stated that the blood glucose reading was low at the time of hospitalizations. Customer stated that her sensor was alarming lost sensor during initialization period. Nothing further was reported.